Manufacturer narrative:
Device passed displacement test and self test. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device received with cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot and cracked case from display window corner. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call keypad anomaly on the insulin pump. Troubleshooting was performed. Customer advised the buttons were unresponsive and the issue remained unresolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.